Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The parts and lab report were transferred to bioengineering for review. A report was received (com (B)(4) report) stating: the product was implanted for approximately 6 years. The product was returned for investigation and has been reviewed in detail within lab report (B)(4) using non-destructive analysis methods. Analysis of the fracture surface determined that the mechanism was fatigue and identified a possible fracture initiation point which aligns with where the maximum tensile stresses in the stem would likely be located. There is no indication of a defect in the material that caused the failure, although destructive testing methods would give a more accurate assessment of this. The complaint description indicates that prior to the stem fracture it had subsided 2cm within the femur. The influence of this on the eventual failure is unknown, but it is conceivable it may have significantly altered the biomechanics although no x-rays were provided assess this. It is also noted that the corail stem was combined with a competitors products, it should be noted that use of depuy products with competitors systems is contra-indicated. With the information provided it is not possible to determine the root cause of the failure. Whilst very rare, stem fatigue fractures are a known risk associated with total hip replacements identified within the device IFU (IFU-(B)(4)) and are reported in the (B)(6). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Stem has fractured at the neck.